Manufacturer narrative:
Additional components potentially involved in the event: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8081974; common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8081975. Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03552. It was reported the right s2 lead had pulled out of the foramen. During the procedure, the right t12 lead had also migrated, confirmed by x-ray. In turn, both leads were explanted and replaced.

Manufacturer narrative:
A patient experiencing lead migration was reported to abbott. The patient leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.